Event description:
Event description cpi's return product analysis determined that this implantable cardioverter defibrillator (ICD) had been explanted for premature battery depletion. The device had functioned normally and there was no allegation regarding device malfunction at the time of explant.